Manufacturer narrative:
As reported, the patient developed a bulge from hernia and pain post implant of dulex mesh, underwent explant of mesh, and had to have a drain tube as well and became septic. Basedon the event as reported the degree to which the dulex mesh implant used to treat the patient cased or contributed to the patients post operative course cannot be determined. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with dulex mesh for a hernina repair. The patient presented with a bulge from hernia and pain. As reported, "he never healed from the hernia procedure and was supposed to have another one to remove the mesh, but provider left in and snipped the corners and had to have a drain tube as well and became septic. We waited another 6-8 weeks and had to have another provider remove the mesh by another procedure on (B)(6) 2016.